Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 300 mg/dl and customer went to the emergency room (ER). Type of treatment was not provided. Customer left the ER and resumed pump therapy. Customer's blood glucose (bg) began to increase and the next day it was over 600 mg/dl. A bolus was delivered and manual insulin injections were administered to address bg. Customer was transported to the hospital and was admitted. At the time of the report, customer had not been discharged. Customer did not provide further information regarding the hospital treatment. Customer alleged pump was the cause of elevated bg. Reportedly, upon follow up, customer changed the type of infusion set and declined to perform a pump system check with tandem technical support. Customer declined to provide further information.